Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. Analysis of the device memory indicated false asystole due to undersensing. The device memory indicated undersensing due to pvcs. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing. It was further reported that the device premature ventricular contractions (pvc) beats as a pause episode. The icm also exhibited position problems resulting in high frequency waves and double counts of beats. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.